Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a tka surgery, one (1) journey dcf ap fem cut blk 8 disassembled during extraction from knee following cut. The procedure was completed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Additional information: h6 (medical device problem code, type of investigation and investigation conclusions) and h11 (roi). Correction: h6 (component code and investigation findings). H3, h6: the device was not returned for evaluation. However, the photographs were reviewed and revealed that that the device is disassembled and the pinned crossbar is fractured. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incidents. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and events. According to the drawing print, the crossbar screw (which prevents the crossbar to disassemble) and the point set screw (which prevents the spring from coming out) should be secured with masterbond. Therefore, it can be concluded that the adhesive compound has failed due to repeated use, as it was unable to maintain the bond between the crossbar, the spring and the cutting block. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Both failure modes are related as they occurred due to extended use, misuse or rough handling, these are likely potential factors that could contribute to the reported events. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the cutting block returned without the cutting block knob, the spiked cross bar, the crossbar screw, the smalley wave spring, the set point screw, the dowel pin or the cutting block locking cam set screw. The block is worn from use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incidents. A review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and events. According to the drawing print, the crossbar screw (which prevents the crossbar to disassemble) and the point set screw (which prevents the spring from coming out) should be secured with masterbond. Therefore, it can be concluded that the adhesive compound has failed due to repeated use, as it was unable to maintain the bond between the crossbar, the spring and the cutting block. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.